Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported having poor coupling when trying to recharge their implantable neurostimulator (ins). They typically got 6-8 coupling bars shaded but at the time of the report they weren't able to get more than 2 bars shaded. The patient did not use the recharger belt. They repositioned the antenna over the ins and adjusted the dial. They initiated a recharging session but still had poor coupling and repositioning the antenna did not resolve the issue. They were able to use a different external device to communicate with the ins. The patient was seeing a charge the ins screen. The patient had last felt stimulation on (B)(6) 2015. The ins battery was checked with the patient programmer and it showed that the ins battery was empty and stimulation had stopped. The ins was noted to be tilted. The patient used sticky patches and tucked them in their jeans when recharging and noticed that when they left it on over the site too long the site seemed to be bulging and was tender. The top left side of the ins stuck out more. At the time of the report the site did not seem to be bulging or tender anymore but the one side still tilted out more. The patient unplugged the recharger and plugged it back in and started a new recharging session and they were able to get 6 to 8 coupling bars shaded. The patient was indicated for spinal pain. No causes, interventions, or outcome were reported with this event. Further follow -up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that "poor communication" was seen on the patient programmer and there was no communication with external devices. It was unknown when stimulation was last felt, and it was unknown when the last successful charge session occurred. The consumer further reported that this issue began about 6 months ago, in 2015. It was noted that this reported issue was a past issue that had since resolved; physician mode recharge (pmr) resolved the issue at the time of the event.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the tilted ins, coupling issues and lack of stimulation included a new "wire and plug" that was sent. The circumstances that led to the tilted ins included the patient feeling well and forgetting to charge the unit.